Event description:
Pt reports having hernia repair with the composix kugel patch in 2003. Mesh was removed in late 2007, due to infection. Pt will require add'l surgery to repair hernia once open wound heals.

Manufacturer narrative:
It was reported that the mesh was discarded after explant procedure. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if additional info becomes available.